Event description:
It was reported that metal shavings came out of the handpiece during a surgical procedure. The metal shavings did not enter the pt or surgical site. There was no pt or user injury, and the procedure was completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.